Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 10-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. On (B)(6) 2009, consumer had a hysterosalpingogram test and full occlusion of the right and left fallopian tubes was confirmed. In (B)(6) 2010, consumer began experiencing symptoms of fatigue, muscle pain, severe menstrual cramps and persistent increased menstrual flow. On (B)(6) 2014, she visited a physician for the same symptoms. On (B)(6) 2014, consumer received a diagnosis of chronic endometritis. On (B)(6) 2016, she presented for an annual examination with symptoms of irregular periods and frequency of urination. The physician scheduled an ultrasound for (B)(6) 2016. Results from the ultrasound were unclear and inconclusive, and the essure device could not be seen. Another ultrasound was scheduled for (B)(6) 2016. Again, the results were unclear and inconclusive, and the essure device could not be seen. A CT scan has been scheduled for (B)(6) 2016. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with chronic endometritis around six years later. Eight years after insertion the essure device could not be seen (device dislocation) in two ultrasounds performed in different days. She had a CT scan scheduled. Chronic endometritis and device dislocation are listed event in the reference safety information for essure. Although the exact date and mechanism of this device dislocation is unknown, considering that essure inserts may move during use, a causal relationship with essure cannot be excluded. Although the exact etiology of the reported chronic endometritis was not provided in this case;, it cannot be excluded that essure could had act as a foreign body inside the uterine cavity leading to inflammation (endometritis). This case is regarded as incident due to serious injuries associated with essure. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device could not be seen in ultrasound"), endometritis ("chronic endometritis"), uterine haemorrhage ("abnormal bleeding general) uterine bleeding") and vitreous degeneration ("vision/eye problems (vitreous degeneration") in a 38-year-old female patient who had essure (batch no. 627462, 627452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (pregnancies: 3), parity 3 (total number of live births: 3 live births on (B)(6) 1999, (B)(6) 2003 and (B)(6) 2007)), accident, non-tobacco user, menarche (age of menarche: 11), cholesterol levels raised and hypertension. Concurrent conditions included polyp of cervix, dysfunctional uterine bleeding and endometrial polyp. Family history included hypercholesterolemia (mother -previously recorded as high cholesterol) and hypertension (mother - previously recorded as hypertension, kidney disease)). Concomitant products included doxycycline for endometritis as well as anesthetics, general (general anesthesia), bupivacaine (marcaine), hydrochlorothiazide (hydrochlorothiazide) and simvastatin. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced menorrhagia ("persistent increased menstrual flow/abnormal bleeding (menorrhagia)/heavy and painful menstruation"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge/leucorrhea"). In 2012, the patient experienced headache ("migraines / headaches"), gastrooesophageal reflux disease ("acid reflux") and micturition urgency ("bladder or urinary problems or changes: urgency and frequency"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)/painful menstruation") and nausea ("nausea"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2013, 4 years 10 months after insertion of essure, the patient experienced vitreous degeneration (seriousness criterion medically significant). In october 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"). On (B)(6) 2014, the patient experienced endometritis (seriousness criteria medically significant and intervention required). In june 2015, the patient experienced myalgia ("muscle pain/constant moderate muscle pain"), back pain ("constant moderate back pain") and arthralgia ("constant moderate joint pain"). In may 2016, the patient experienced menstruation irregular ("irregular periods/hormonal changes (irregular periods)"). On (B)(6) 2016, the patient experienced pollakiuria ("frequency of urination") and abdominal distension ("abdominal bloating"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fatigue ("fatigue"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy- bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, endometritis, uterine haemorrhage, vitreous degeneration, vaginal haemorrhage, fatigue, myalgia, dysmenorrhoea, menorrhagia, menstruation irregular, pollakiuria, headache, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, micturition urgency, back pain and arthralgia outcome was unknown, the migraine, nausea and abdominal distension had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, menstruation irregular, micturition urgency, migraine, myalgia, nausea, pollakiuria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vitreous degeneration and weight increased to be related to essure. The reporter commented: no complications or problems that occurred at the time of essure placement procedure. No complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: the coils to be in the correct place hysterosalpingogram - on (B)(6) 2009: occlusion of right/ left fallopian tube confirmed; on (B)(6) 2009: total bilateral occlusion pregnancy test urine - on (B)(6) 2008: negative ultrasound scan - on (B)(6) 2016: unclear/ inconclusive result: device not be seen; on (B)(6)2016: unclear/ inconclusive result: device not be seen the uterus sounded to 7cm. Endometrial bx performed. The uterus was sounded to 8 cm. (B)(6) 2009, CT pelvis without contrast: impression: normal appearing location of left and right essure devices. Non specific proliferation changes of the endometrial complex. (B)(6) 2017, pathology reort: gross description: received is one appropriately labeled container labeled with the patient's name "patient," additionally labeled "uterus, cervix, bilateral tubes." It contains a pear-shaped uterus with two attached fallopian tubes. The specimen weighs 157 grams. The uterus measures 9.0 cm in height, 6.2 cm at breadth of fundus, and 5.0 cm from anterior-to-posterior. The serosal surface is focally disrupted and no mass lesions are seen. The cervix measures 3.1 x 3.0 x 2.0 cm. The ectocervix is pink and smooth and grossly unremarkable. The endocervical os is patent with no mass lesions. The endometrial cavity measures 2.4 x 3.6 cm. No polyps or mass lesions are seen. The myometrium is somewhat trabecular and ranging from 2.3 x 3.0 cm. A small intramural leiomyoma is identified measuring 1.2 cm in greatest diameter. The cut surface of the leiomyoma is white, nodular, and firm with no necrosis or hemorrhage. The right fallopian tube measures 7.8 x 1.2 x 1.0 cm and is grossly unremarkable. The left fallopian tube measures 6.2 x 0.9 x 1.0 cm and is grossly unremarkable. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-aug-2018: pfs received. Event bladder or urinary problems was updated as micturition urgency. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device could not be seen in ultrasound"), endometritis ("chronic endometritis"), uterine haemorrhage ("abnormal bleeding general) uterine bleeding") and vitreous degeneration ("vision/eye problems (vitreous degeneration") in a 38-year-old female patient who had essure (batch no. 627462, 627452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (pregnancies: 3), parity 3 (total number of live births: 3 live births on (25jun1999, 20mar2003 and 13sep2007)), accident, non-tobacco user, menarche (age of menarche: 11), cholesterol levels raised and hypertension. Concurrent conditions included polyp of cervix, dysfunctional uterine bleeding and endometrial polyp. Family history included hypercholesterolemia (mother -previously recorded as high cholesterol) and hypertension (mother - previously recorded as hypertension, kidney disease)). Concomitant products included doxycycline for endometritis as well as anesthetics, general (general anesthesia), bupivacaine (marcaine), hydrochlorothiazide (hydrochlorothiazid) and simvastatin. On 13-oct-2008, the patient had essure inserted. In january 2010, the patient experienced fatigue ("fatigue"), myalgia ("muscle pain/constant moderate muscle pain"), dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)/painful menstruation") and menorrhagia ("persistent increased menstrual flow/abnormal bleeding (menorrhagia)/heavy and painful menstruation"). In 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), vaginal discharge ("vaginal discharge/leucorrhea"), gastrooesophageal reflux disease ("acid reflux"), urinary tract disorder ("bladder or urinary problems or changes urgency and frequency") and bladder disorder ("bladder or urinary problems or changes urgency and frequency"). In 2013, the patient experienced alopecia ("hair loss"). On 28-aug-2013, 4 years 10 months after insertion of essure, the patient experienced vitreous degeneration (seriousness criterion medically significant). On 29-jul-2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On 5-aug-2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"). On 29-sep-2014, the patient experienced endometritis (seriousness criteria medically significant and intervention required). In 2015, the patient experienced back pain ("constant moderate back pain") and arthralgia ("constant moderate joint pain"). On 12-jul-2016, the patient experienced menstruation irregular ("irregular periods/hormonal changes (irregular periods)"), pollakiuria ("frequency of urination") and abdominal distension ("abdominal bloating"). In july 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). The patient was treated with surgery (da vinci total laparoscopic hystercetomy- bilateral salpingectomy). Essure was removed on 11-jan-2017. At the time of the report, the device dislocation, endometritis, uterine haemorrhage, vitreous degeneration, vaginal haemorrhage, fatigue, myalgia, dysmenorrhoea, menorrhagia, menstruation irregular, pollakiuria, migraine, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, urinary tract disorder, bladder disorder, back pain and arthralgia outcome was unknown, the headache, nausea and abdominal distension had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, arthralgia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, menstruation irregular, migraine, myalgia, nausea, pollakiuria, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vitreous degeneration and weight increased to be related to essure. The reporter commented: no complications or problems that occurred at the time of essure placement procedure. No complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on 8-aug-2016: the coils to be in the correct place hysterosalpingogram - on 15-jan-2009: occlusion of right/ left fallopian tube confirmed; on 23-jan-2009: total bilateral occlusion. Pregnancy test urine - on 13-oct-2008: negative. Ultrasound scan - on 18-jul-2016: unclear/ inconclusive result: device not be seen; on 29-jul-2016: unclear/ inconclusive result: device not be seen the uterus sounded to 7cm. Endometrial bx performed. The uterus was sounded to 8 cm. 23-jan-2009, CT pelvis without contrast: impression: normal appearing location of left and right essure devices. Non specific proliferation changes of the endometrial complex. 13-jan-2017, pathology reort: gross description: received is one appropriately labeled container labeled with the patient's name "patient," additionally labeled "uterus, cervix, bilateral tubes." It contains a pear-shaped uterus with two attached fallopian tubes. The specimen weighs 157 grams. The uterus measures 9.0 cm in height, 6.2 cm at breadth of fundus, and 5.0 cm from anterior-to-posterior. The serosal surface is focally disrupted and no mass lesions are seen. The cervix measures 3.1 x 3.0 x 2.0 cm. The ectocervix is pink and smooth and grossly unremarkable. The endocervical os is patent with no mass lesions. The endometrial cavity measures 2.4 x 3.6 cm. No polyps or mass lesions are seen. The myometrium is somewhat trabecular and ranging from 2.3 x 3.0 cm. A small intramural leiomyoma is identified measuring 1.2 cm in greatest diameter. The cut surface of the leiomyoma is white, nodular, and firm with no necrosis or hemorrhage. The right fallopian tube measures 7.8 x 1.2 x 1.0 cm and is grossly unremarkable. The left fallopian tube measures 6.2 x 0.9 x 1.0 cm and is grossly unremarkable. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-feb-2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Event abnormal bleeding general) uterine bleeding, vision/eye problems (vitreous degeneration, abnormal bleeding (vaginal ), frequency of urination, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), pain, vaginal discharge/leucorrhea, constant moderate abdominal pain, weight gain, hair loss, abdominal bloating, acid reflux, bladder or urinary problems or changes urgency and frequency, constant moderate back pain, constant moderate joint pain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas tobayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 14-set-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with chronic endometritis around six years later. Eight years after insertion the essure device could not be seen (device dislocation) in two ultrasounds performed in different days. She had a CT scan scheduled. Chronic endometritis and device dislocation are listed event in the reference safety information for essure. Although the exact date and mechanism of this device dislocation is unknown, considering that essure inserts may move during use, a causal relationship with essure cannot be excluded. Although the exact etiology of the reported chronic endometritis was not provided in this case; it cannot be excluded that essure could had act as a foreign body inside the uterine cavity leading to inflammation (endometritis). This case is regarded as incident due to serious injuries associated with essure. Product technical analysis concluded that there is no relationship between the reported medical event and quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device could not be seen in ultrasound"), endometritis ("chronic endometritis"), uterine haemorrhage ("abnormal bleeding general) uterine bleeding") and vitreous degeneration ("vision/eye problems (vitreous degeneration") in a 38-year-old female patient who had essure (batch no. 627462-invalid , 627452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (pregnancies: 3), parity 3 (total number of live births: 3 live births on ((B)(6) 1999, (B)(6) 2003 and (B)(6) 2007)), accident, non-tobacco user, menarche (age of menarche: 11), cholesterol levels raised and hypertension. Concurrent conditions included polyp of cervix, dysfunctional uterine bleeding and endometrial polyp. Family history included hypercholesterolemia (mother -previously recorded as high cholesterol) and hypertension (mother - previously recorded as hypertension, kidney disease)). Concomitant products included doxycycline for endometritis as well as anesthetics, general (general anesthesia), bupivacaine (marcaine), hydrochlorothiazide (hydrochlorothiazid) and simvastatin. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced menorrhagia ("persistent increased menstrual flow/abnormal bleeding (menorrhagia)/heavy and painful menstruation"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge/leucorrhea"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)/painful menstruation") and nausea ("nausea"). In 2012, the patient experienced headache ("migraines / headaches"), gastrooesophageal reflux disease ("acid reflux") and micturition urgency ("bladder or urinary problems or changes: urgency and frequency"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2013, 4 years 10 months after insertion of essure, the patient experienced vitreous degeneration (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"). On (B)(6) 2014, the patient experienced endometritis (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced myalgia ("muscle pain/constant moderate muscle pain"), back pain ("constant moderate back pain") and arthralgia ("constant moderate joint pain"). In (B)(6) 2016, the patient experienced menstruation irregular ("irregular periods/hormonal changes (irregular periods)"). On (B)(6) 2016, the patient experienced pollakiuria ("frequency of urination") and abdominal distension ("abdominal bloating"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fatigue ("fatigue"). The patient was treated with surgery (da vinci total laparoscopic hystercetomy- bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, endometritis, uterine haemorrhage, vitreous degeneration, vaginal haemorrhage, fatigue, myalgia, dysmenorrhoea, menorrhagia, menstruation irregular, pollakiuria, headache, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, micturition urgency, back pain and arthralgia outcome was unknown, the migraine, nausea and abdominal distension had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, menstruation irregular, micturition urgency, migraine, myalgia, nausea, pollakiuria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vitreous degeneration and weight increased to be related to essure. The reporter commented: no complications or problems that occurred at the time of essure placement procedure. No complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: the coils to be in the correct place hysterosalpingogram - on (B)(6) 2009: occlusion of right/ left fallopian tube confirmed; on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2008: negative. Ultrasound scan - on (B)(6) 2016: unclear/ inconclusive result: device not be seen; on (B)(6) 2016: unclear/ inconclusive result: device not be seen the uterus sounded to 7cm. Endometrial bx performed. The uterus was sounded to 8 cm. (B)(6) 2009, CT pelvis without contrast: impression: normal appearing location of left and right essure devices. Non specific proliferation changes of the endometrial complex. (B)(6) 2017, pathology reort: gross description: received is one appropriately labeled container labeled with the patient's name "patient," additionally labeled "uterus, cervix, bilateral tubes." It contains a pear-shaped uterus with two attached fallopian tubes. The specimen weighs 157 grams. The uterus measures 9.0 cm in height, 6.2 cm at breadth of fundus, and 5.0 cm from anterior-to-posterior. The serosal surface is focally disrupted and no mass lesions are seen. The cervix measures 3.1 x 3.0 x 2.0 cm. The ectocervix is pink and smooth and grossly unremarkable. The endocervical os is patent with no mass lesions. The endometrial cavity measures 2.4 x 3.6 cm. No polyps or mass lesions are seen. The myometrium is somewhat trabecular and ranging from 2.3 x 3.0 cm. A small intramural leiomyoma is identified measuring 1.2 cm in greatest diameter. The cut surface of the leiomyoma is white, nodular, and firm with no necrosis or hemorrhage. The right fallopian tube measures 7.8 x 1.2 x 1.0 cm and is grossly unremarkable. The left fallopian tube measures 6.2 x 0.9 x 1.0 cm and is grossly unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.